Event description:
The customer contact reported the delivery did not stop when stop key was pressed. At an unspecified time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contacted reported after an unspecified length of time during the delivery, the emergency stop key was pressed; however, the device continued to deliver. At that time, the customer contact reported that the emergency cassette eject was used to stop the delivery. The device was removed from clinical use. It was unspecified if therapy was resumed using a replacement device. No specific event details were provided. There were no reports of any adverse pt effects and no reported delays of critical therapy to this pt. No medical interventions were reported. During testing at the user facility, the device did not pass the hard keys test. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.